Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the tip of a 4.75 standard driver sheared off, halfway up the threads. The surgeon attributed the damage to extremely strong bone in the patient, resulting in a need to apply excessive force and torque to the driver. No further details regarding the damage were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The tip of the driver was left in the head of the screw and the rod was secured in place over it. There was no effect on the patient outcome or delay to the procedure. (B)(4). Based on toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the tip of the driver was twisted and partially broken off. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue.